Event description:
It was reported that pump experienced repeated malfunction alarms identified as malfunction 0-0x277d, with no notable events occurring before the issue and this being the first time customer contacted support despite multiple prior occurrences. There was no reported impact to the customer¿s blood glucose level, and actual blood glucose values at the time of the event were not provided. Customer was instructed to replace pump, was informed that pump was within warranty, received a replacement pump along with storage and return instructions, confirmed shipping details, and agreed to return problematic pump to tandem, while choice of backup therapy was not shared.